Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module was damaged and needed to be repaired.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event the unit being damaged was confirmed via evaluation of the returned power module (serial number: (B)(6)). The returned unit was evaluated at service depot and the plastic housing was broken near the light indicators and near the patient cable connector; a minor crack was also observed near the light indicators. It was noted that the top housing, bottom housing, the internal cable connections and the patient cable would be replaced due to the damage observed. No functional issues were noted during evaluation of the unit. A purchase order was sent to the customer for the repairs and the customer declined. The unit was scrapped. The root cause of the reported event could not be conclusively determined through this analysis. The 14 volt patient cable is manufactured by third party who maintains the device history records and are not available to be reviewed. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the power module patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including the power module patient cable. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.